Event description:
A physician reported that during intraocular lens implantation surgery, the lens was blocked within edges of 2.4mm incision so, the surgeon required to enlarge the incision. Hence the lens was explanted during initial procedure. The surgery was completed on the same day by implanting another unspecified replacement lens with same diopter. Additional information has been received and it states that there was no consequences for patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).